Event description:
The hospital reported difficulty ventilating a patient connected to an aisys. Allegedly, the unit stopped ventilating. It was reported that the patient died. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a5 and a6: no information provided. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. The gehcâ's field engineer completed a review of the system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient death is undetermined.